Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure for a 20mm sapien 3 ultra valve, upon removal the esheath and loaded 20mm valve were observed to be damaged due to tortuosity and a disease in the descending aorta. The damage observed on the valve was a bent strut and the distal portion of the esheath was damaged along with the seam being torn. There was a good amount of calcium and tortuosity in the anatomy. A new system was prepped and successfully deployed in the patient without complications.

Manufacturer narrative:
Correction to h6 due to additional information received. The product was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was performed on work order that relate to the manufacturing of the devices and components that could potentially contribute to the complaint. Review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During manufacturing, all inspections are conducted on 100% of the units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. Prior to final packaging, 100% visual inspection of the valves were performed at preliminary packaging to ensure there was no damage to the valves from the handling between holder inspection and process. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The following instructions were reviewed: commander delivery system with s3u thv, device preparation manual, and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was unable to be confirmed. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'during a tf tavr procedure for a 20mm sapien 3 ultra valve, the esheath and loaded 20mm valve were observed to be damaged upon removal. The damage observed on the valve was a bent strut and the distal portion of the esheath was damaged along with the seam being torn. There was a good amount of calcium and tortuosity in the anatomy.' The presence of calcification and tortuosity in the access vessel can create a challenging pathway for delivery system advancement through the sheath, leading to resistance and high push force. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. In this case, it is possible that the valve strut catches within the sheath during the delivery system advancement. So, if the excessive force was applied to overcome the resistance, it could result in the valve torn through the sheath seam and bent the valve strut. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A product risk assessment was previously initiated to investigate the cause and assess the risks associated with frame damage during use. To address the issue, a CAPA has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. The CAPA is currently in control phase. As such, available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.